Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the lavh went fine. Three weeks afterward the pt came in with lower abdominal pain, urine was clear, 19,000 white count and was nauseated. The white count then went to 25,000. An exploratory laparotomy was done and an unformed staple was found on the right side near where the utero-ovarian ligament was transected. Bowel was at staple and another small piece of bowel was looped through and obstructed/pinched. There was no necrotic bowel and no resection was done.